Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3410 mlc was removed on (B)(6) 2020 due to a fracture of the implant. The patient has history of diabetes and bruxism. The doctor noted local infection during explantation. The patient has recovered without complications.